Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted as therapy upgrade. This lead was surgically abandoned due to inappropriate shock and lead fracture. Subsequently a new device and a load was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).